Event description:
The user reported that during an ankle fracture repair, the device malfunctioned and inserted multiple staples into the bone. The user pulled the trigger one time and the device continued to release staples instead of impacting. There was an extension of surgical time (20 minutes was reported) to remove some of the additional staples. Additional staples, more than what was required remained in the patient as the md believed removal of the staples presented a potential for injury. The user reported there was no injury to the patient from this event.